Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in a superficial femoral artery (sfa). An armada 35 balloon dilatation catheter (bdc) was used for the procedure; however, upon deflating the armada 35 bdc and withdrawing the air through an unspecified inflation device, air bubbles were noticed. It was suspected that there was a hole in the bdc. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A new bdc was used without issue to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported leak and tear were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.